Event description:
On (B)(6) 2015, it was reported a PICC placed (B)(6), blood cx drawn on (B)(6) +yeast (resulted (B)(6)). Placed new PICC (in other arm) on (B)(6). Reportedly removed old PICC to cx the tip and found upon removal the catheter allegedly filleted between the 36-39 cm mark with a reported white-ish red thrombus distal to break. Entire cath removed without incident. No c/o sluggishness or inability to draw blood from rn. Pt confessed to putting crushed pills in his PICC x2, unk dates.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review of reyc1250 showed no other similar product complaint from these lot numbers.